Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00533.it was reported the patient has experienced multiple falls since the implant and the stimulation pattern has become erratic and the therapy is not effective. Images take revealed one lead had migrated. The patient underwent surgical intervention where the lead was repositioned. The system was reprogrammed postoperatively. The patient reportedly receives effective stimulation coverage.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00533.